Event description:
A caregiver reported that the customer obtained a sensor error message from the adc device. The customer became sweaty and was provided apple juice for treatment by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating factory state). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Issue is not confirmed to use as no insertion failures were observed, indicating evidence that the sensor was not activated by user. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.